Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 418 mg/dl. Customer received motor error alarm during bolus delivery. Customer's mother advised the insulin pump and patient were not available at this time and they would call back to troubleshoot.